Manufacturer narrative:
A full review of all manufacturing lot history and records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the quality and performance requirements and was completed correctly without deviations. Attempts to obtain additional information were unsuccessful. Clinical evaluation: c-qur mesh is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds or chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Problems after mesh implant are usually related to using a product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to outcomes are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU)1 states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera (intestines) and other organs. The patient should be advised to contact the physician should an adverse reaction occur. The IFU also states that adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method, and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes. See medwatch mw5073499.

Event description:
Received report that a patient had hospitalization, disability and permanent damage after being implanted with mesh.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of mesh product sold by atrium medical. Plaintiff allegedly experienced pain, recurrent incisional hernia requiring placement of new mesh for repair, lysis of adhesions, mesh herniated up into large hernia sac, mesh crinkled and mesh removed. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Event description:
Upon further review it was noticed that the vitamesh product was implanted to repair a hernia recurrence. The mesh used in the hernia recurrence incident was reported under MDR# 3011175548-2018-00569, filed on (B)(6) 2018. There are no adverse events mentioned for the vitamesh product.